Event description:
Information was received from a consumer regarding a patient no longer receiving medication (refer to manufacturer report #300420917 8-2012-02018 for the events related to the device no longer being filled) via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported the patient's pump would move. As a result, they experienced back pain which was sudden. The event date was indicated as 2015. The patient did not currently have a healthcare provider (hcp) as their pump hadn't been filled since 2011 and hadn't been in use since 2011/2012. No further information was provided including what the circumstances were that led to the pump movement and what steps were taken to resolve the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.